Event description:
A distributor reported a power source alert related to a device incident in ireland. There was no reported impact on the customer¿s blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.